Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system message was displayed during vitrectomy surgery. The intraocular pressure control could not be used. The procedure was completed using the vitreous gas fluid injector (vgfi). There was no patient harm. No additional information is expected for this case.